Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) keeps inadvertently shutting down and coming back up. Also the arrhythmia is going in and out intermittently. Tech support (ts) informed the customer that the device is an end of life device and sounds like they are having hdd issues. They advised the customer to contact their nk representative to purchase a new device. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) keeps inadvertently shutting down and coming back up. Also the arrhythmia is going in and out intermittently. Tech support (ts) informed the customer that the device is an end of life device and sounds like they are having hdd issues. They advised the customer to contact their nk representative to purchase a new device. Not in patient use.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in a boot loop. Additionally. The arrhythmia readings were going in and out intermittently. Not in patient use.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was in a boot loop. Additionally. The arrhythmia readings were going in and out intermittently. Technical support (ts) informed the customer that the device was an end-of-life device. The device was not in patient use at the time. Investigation summary: ts informed the customer that the mu-971 model was an eos (end-of-service) device and had already been sunsetted. Nk noted that the issues the customer was experiencing were likely hdd issues. Based on the available information, the most probable cause of the issue is hdd failure. If the hdd of the device had not been replaced, it is likely that the hdd had failed due to wear and tear. Per the service manual for the mu-971ra, the expected life span of the hdd is 2 years (or 20,000 working hours), and it must be replaced periodically. The issue is likely due to a failure of a wear and tear component of the device. No corrective actions would be performed at this time.